Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted urology pyeloplasty surgical procedure, sp access port being used ripped, and insufflation was lost. This occurred while the surgeon was adjusting, and the bedside was attempting to insert a lap instrument in the blue port on the side. The surgeon was notably to the right of the incision while trying to look further right and the lap tool was to the right of the instrument cluster. This combination likely led to high torque being applied to the plastic of the access port. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the seals on the port were not specifically inspected prior to use but there was nothing out of the ordinary. Adjusting the instrument cluster from left to right with a lap assist tool to the right of the cluster trying to insert further. Loss of insufflation was fairly rapid as a 2-inch hole in the ap chamber was created and no way to hold insufflation anymore. There was no loss of vision and the surgeon kept going for a couple minutes before stopping and waiting for the new access port to be put on. There were not any intra-operative complications, and the surgeon did not express any when asked about the loss of insufflation after the case. Access port was replaced with a new one.